Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report of an unspecified number of undocumented incidents was received for cracked canisters; subsequently, a loss of suction was noted. At unspecified times the devices were to be used for unspecified procedures. It was reported that prior to patient use when the vacuums were started, the suction liners did not expand. During visual examination at the user facility, cracks on the t-side of the canisters were noted. The canisters were replaced. No additional information was provided.